Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("right pelvic pains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("polycystosis") and asthenia ("asthenia"). The patient was treated with surgery (bilateral total salpingectomy by coelioscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cyst and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, cyst and pelvic pain with essure. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1815888) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("right pelvic pains") and congenital cystic kidney disease ("polycystosis : polycystic kidney disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), congenital cystic kidney disease (seriousness criterion medically significant) and asthenia ("asthenia"). The patient was treated with surgery (bilateral total salpingectomy by coelioscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, congenital cystic kidney disease and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, congenital cystic kidney disease and pelvic pain with essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the event polycystosis : polycystic kidney disease was added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1815888) on 18-sep-2018. The most recent information was received on 25-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("right pelvic pains") and congenital cystic kidney disease ("polycystosis : polycystic kidney disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), congenital cystic kidney disease (seriousness criterion medically significant) and asthenia ("asthenia"). The patient was treated with surgery (bilateral total salpingectomy by coelioscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, congenital cystic kidney disease and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, congenital cystic kidney disease and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.